Event description:
It was reported that the customer received a button error alarm. The customer also reported receiving a batter out limit alarm. Customer's blood glucose level at the time 274mg/dl. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No stuck screen noted. The device had normal operating currents and no unexpected off no power, low battery or battery out limit alarm noted. The unit had minor scratched lcd window and cracked battery tube threads.